Event description:
Reporter alleged blood glucose monitoring device was reading high and went to the doctor to have glucose tested. Reporter stated meter read 334 mg/dl and doctor's meter read 157 mg/dl within on minute of each other. Reporter indicated no treatment was received and no controls were used, however, could not be sure and stated if they were tested thinking the values were within range. A request was made for the return of the suspect device and replacement product was sent.